Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1821341) on 26-dec-2018. The most recent information was received on 22-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a 41-year-old female patient who had essure (batch no. B34522) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylleucine (tanganil), betahistine hydrochloride (betarsec) and ferrous sulfate (tardyferon). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), dizziness ("episodes of dizziness"), fatigue ("fatigue"), menorrhagia ("abundant menstruations") and headache ("headaches"), 3 months 12 days after insertion of essure. The patient was treated with surgery (device removed). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dizziness, fatigue, menorrhagia and headache outcome was unknown. The reporter provided no causality assessment for back pain, dizziness, fatigue, headache and menorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a (B)(6) year-old female patient who had essure (batch no. B34522) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylleucine, betahistine hydrochloride (betarsec) and ferrous sulfate (tardyferon). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), dizziness ("episodes of dizziness"), fatigue, menorrhagia ("abundant menstruations") and headache, 3 months 12 days after insertion of essure. The patient was treated with surgery (device removed). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dizziness, fatigue, menorrhagia and headache outcome was unknown. The reporter provided no causality assessment for back pain, dizziness, fatigue, headache and menorrhagia with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.